Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys hcg + beta test system results for two older female patients that did not match the clinical picture. The customer was testing the patients for pregnancy prior to the patients receiving chemotherapy. The customer used cobas 6000 e 601 module serial number (B)(4). Patient 1 original result was 89 miu/ml and was reported outside the laboratory. The doctor stated this result did not meet the clinical picture and ordered a new sample drawn from the patient. On (B)(6) 2017, the result from the new sample was 117 miu/ml. On (B)(6) 2017, patient 2 original result was 88.4 miu/ml. The repeat on the same sample was 89.2 miu/ml. These results were not reported outside the laboratory. This patient was a (B)(6) female born on (B)(6) 1965. Both patients were tested with an instant-view urine pregnancy test and the results were negative. The doctor believed this result to be correct for both patients. The customer then tested both patients on an icon hcg immunochemical test. Both patients yielded a weak positive result. The original sample for each patient was used for this testing. The patients were not adversely affected. The customer believed the tumors in the patients were excreting hcg. Therefore, she did not suspect an issue with the analyzer or the assay. The customer stated in the future when they have patients of a similar nature or diagnosis, they will use the instant-view urine test in conjunction with the roche assay to determine the status of the patient. The field application specialist repeated samples on different equipment with the same results. No specific data was provided. Samples from the patients were submitted for investigation and the customer's results were confirmed.

Manufacturer narrative:
For further investigation, the samples were tested on three independent elecsys hcg methods and the presence of hcg in the patient samples was confirmed. An external hcg method on a different analyzer platform (hcg immulite, siemens) also confirmed the presence of hcg in the patient samples. No malfunction of the device was found and all results were determined to be correct.